Event description:
The customer has observed high bias for the immulite 2000 prostate specific antigen (psa) when using reagent lot 107. The assay was run on an two immulite 2000 instruments, with regular tubes and tubes treated with hama. The high bias affected patient samples. The patient results were not reported to physician(s). There are no known reports of patient intervention or adverse health consequences due to the high bias on the psa assay when using reagent lot 107.

Manufacturer narrative:
The initial MDR 2432235-2013-00252 was filed on july 2, 2013. Additional information (07/03/2013): the cause of the positive bias on the immulite 2000 psa assay is a control system deficiency.

Manufacturer narrative:
Siemens has investigated the incidence of positive bias on immulite 2000 psa assay, and a positive bias of 20-23 percent relative to who 96/670 has been confirmed. An urgent medical device recall (umdr) - (B)(4) immulite/immulite 2000/immulite 2000 xpi psa positive bias to who 96/670 - was sent to customers in june 2013. The umdr states that customers are to discontinue use of the product and discard affected kits remaining in their inventory.

Manufacturer narrative:
The initial MDR 2432235-2013-00252 was filed on july 2, 2013. Additional information (07/11/2013): upon subsequent review it was determined that this event is not related to - urgent medical device recall (umdr) - umdr 2013-06-25 immulite/immulite 2000/immulite 2000 xpi psa positive bias to who 96/670 sent to customers in june 2013. The cause of the high bias in patient samples is unknown.